Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her healthcare professionals advised of a smell of insulin in the compartment. Customer reported when she took out the reservoir it was dripping. Customer's blood glucose was 55 mg/dl. Reservoir was expired as of 11/2015. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer will not be returning the reservoir for analysis.